Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging more than expected. The patient was also not able to adjust stimulation. The call your doctor icon as well as an out of regulation (oor) message was displayed. This occurred 5 days prior to the report but the patient had seen the same message twice. The impedances were checked and none were low or shorted. The lowest value was 235 ohms. The patient had fallen in (B)(6) on the stimulator but there was no change in therapy following the fall. The patient had to charge more frequently since the fall. The patient reported she was charging every 2-3 days for about 4 hours with 8 boxes. The recharge statistics showed there was an 11 day gap for recharging. The patient had stimulation during this time. The calculator showed about every 11 days for the recharge interval. No recommendations were made. The day prior to the report, the patient felt stimulation was fluttering a bit while she was lying down, but it went away when she stood up. The patient saw the oor when she went to turn it down. She turned stimulation down across the group when she lies down at night. Each of the 2 times she saw the oor there was charge in the stimulator (fully for one instance, and half full the second instance). It was further reported that the patient was concerned about the oor, but it may have been caused by the 4 programs on one group and amount of energy it required. The patient had not reported any issues since. It was further reported 10 days later that the patient was again unable to adjust stimulation. The call your doctor icon was again displayed as well as the 006 error code (stuck key). This had happened prior but had resolved but was occurring again. On (B)(6) 2014, the patient had pain where the stimulator was implanted. The patient was lying in bed and the area was burning. The patient almost went to the emergency room. The patient went to turn the program up, which she does during the day when she is active, but by the time she got to town, she could barely walk. The patient turned it up and that helped, the pain eased, but then it came back in the evening. The area of pain was underneath the stimulator, about the size of her hand, and felt like someone was pushing in on a nerve. The patient also stated the fall in december on the stimulator hurt for a while, with normal bruising and pain, but it subsided. The pain was described as nerve pain that ran down the area by the implant. Prior to the implant, the patient could relieve her sciatic pain, but since the fall, could not. The patient was redirected to her physician to discuss the new pain. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported almost a year later that the patient was not able to adjust stimulation. A display on the patient programmer (pp) showed "call your doctor" icon, an oor condition was reported. The patient first saw the doctor face around (B)(6) 2013 after the implantable neurostimulator (ins) was put in and then again in (B)(6) 2015. The patient had programming done in (B)(6) 2013. It was noted the implant doctor was no longer around. The patient's doctor office has not seen the patient since 2014 and had no information.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that as of (B)(6) 2014 the patient was again unable to adjust stimulation. An oor message was seen again on (B)(6) 2014 on the new programmer. It was reported that the 006 error had been reported and that was why the patient had a new programmer. The patient was getting about 16 days between charging sessions. Impedances were good the last time they were checked a few weeks prior. The burning around the stimulator was still present and appeared to be getting worse. The area was hot and tender as well. There were no feverish symptoms or infection symptoms noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of medical devices: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37746 , serial# (B)(4), product type programmer, patient . Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was replaced due to a "malfunction" with ins recharging. There were no reported complications and no further complications were expected.